Manufacturer narrative:
H.6. Investigation: two photos were received and evaluated. One photo displayed three 10ml syringes in fully sealed blister packs with the middle package containing a grey foreign matter particle attached to the outside of the barrel. It was located near the bottom of the barrel between the 1ml and 2ml marking. It appeared to be a plastic component fragment and was larger than level 3 in size, which is rejectable per product specification. One photo showed the top web of the blister packs confirmed to be from batch 9078597. A strip of five 10ml syringes in fully sealed blister packs confirmed to be form batch 9078597 (p/n 302995) were received and evaluated. The foreign matter initially described above appeared to be dried silicone mixed with small ink and dust particles attached to the outside of the barrel. The fm observed was larger than level 3 in size, which was rejectable per product specification. Ftir analysis was completed on the material observed on the outer surface of the barrel. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely polypropylene and silicone. Potential root cause for the foreign matter defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that foreign matter was found in the bd syringe luer-lok¿ tip packaging before use. The following information was provided by the initial reporter: "the or found the syringe with a substance inside the packaging."

Manufacturer narrative:
H.6. Investigation: two photos were received and evaluated. One photo displayed three 10ml syringes in fully sealed blister packs with the middle package containing a grey foreign matter particle attached to the outside of the barrel. It was located near the bottom of the barrel between the 1ml and 2ml marking. It appeared to be a plastic component fragment and was larger than level 3 in size, which is rejectble per product specification. One photo showed the top web of the blister packs confirmed to be from batch 9078597. A physical sample is required for a more thorough investigation. Potential root cause for the foreign matter defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that foreign matter was found in the bd syringe luer-lok¿ tip packaging before use. The following information was provided by the initial reporter: "the or found the syringe with a substance inside the packaging."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the bd syringe luer-lok¿ tip packaging before use. The following information was provided by the initial reporter: "the operating room found the syringe with a substance inside the packaging."